Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was moisture damage inside the pump. There was no unexpected scroll bar moving during testing. The pump had cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 285 mg/dl at the time of incident. The customer's mother stated that the pump got wet and the buttons were sticking. She stated that the scroll bar was moving with no input. They were advised to disconnect from the insulin pump and revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.